Manufacturer narrative:
The device was returned to the resmed for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An evaluation was performed on the returned astral battery by resmed. The reported complaint of a defective battery was confirmed. Based on previous investigations of similar complaints, it was determined that the battery fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).